Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. The device's functionality was tested on the bench and on the automated electrical test system. No anomaly was detected except for an extended charge time. The device current drain measurements were normal. The longevity was estimated using the two available archived sessions and the programmed parameters and diagnostics. It is believed that the premature depletion was due to the battery, although not all of the archived data was available.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. While the physician was prepping the 3.00x12mm maverick2 balloon to treat the mid left anterior descending artery (lad) it was noticed that the shaft of the device was broken. The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as 'well'.